Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold that caused the drop in device longevity. Moreover, this lead was adjusted to maintain a good safety margin. Furthermore, additional information received indicating that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold that caused the drop in device longevity. Moreover, this lead was adjusted to maintain a good safety margin. Furthermore, additional information received indicating that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed the electrical continuity test which indicates conductors were intact. Also, there were no anomalies noted upon visual examination and on x-ray. The hipot test was not performed due to the lead condition. Furthermore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.